Event description:
The customer reported that the device failed to capture v5 on 12-lead. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.